Manufacturer narrative:
This complaint was received via user report and has been reported to medwatch. The reported product is not expected to be returned as the customer was unable to be contacted to request a return of the product. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. This is 1 of 2 MDR submissions as mw5185991 is associated with medwatch# mw5186105.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer reported two adc devices failed to operate after installation and was unable to obtain glucose readings. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.